Manufacturer narrative:
UDI: gtin is unavailable as the product made prior to compliance date; (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device made an unusual noise and had vibration. It was further noted that the bearings were worn out causing an unusual noise and vibration. Therefore, the reported condition was confirmed. The assignable root cause was determined to be worn out bearings from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an inspection run test, it was discovered that the attachment device "squealed" with a bearing type noise when used with an extended cutter. During an in house engineering evaluation is was determined that the device made an unusual noise and had vibration. The event was not related to surgery and no delays were reported. It was not reported whether a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.